Event description:
It was reported that during a procedure, the tip of the unit fell off inside the patient. The tip was retrieved without any adverse consequences to the patient. It was further reported that it increased operating time and the time the patient was on the table.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.